Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 49.7 cm was returned for analysis. External insulation abrasion was found at 42.8-43.1cm from the distal lead tip consistent with friction to another device or structure. The etfe cable coating of one rv cable was abraded at the same location. This is consistent with the observation from the field of high threshold on the lead when the lead was in contact with the device can or lead component.

Event description:
It was reported that microdislodgement and high threshold of the rv lead were noted. The lead was replaced during the same procedure as elective replacement of the ICD. The patient was in a good condition after the surgery.